Event description:
Patient had received 17,000 units of heparin rather than intended dose of 6,000 units during a regularly-scheduled plasmapheresis treatment. The 20ml. Syringe was completely empty at approximately 25-30 minutes into the treatment. Approximately 15ml. Should have been in the syringe." Through a subsequent visual inspection and operation of the device involved in the occurrence, the manufacturer has confirmed that the device is functioning properly. Based upon communications with the staff of the user facility, the manufacturer has concluded that the heparin syringe plunger was not properly placed into the motorized holder. Consequently, the entire contents of the syringe were drawn from it during the first 20-30 minutes of treatment.